Manufacturer narrative:
(B)(6). The device was manufactured from april 23, 2019 - april 25, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked ¿at level of luer lock¿. This was identified after preparation of the device with fluorouracil and prior to use. There was no patient involvement. No additional information is available.